Event description:
It was reported that during patient treatment, the ventilator generated multiple technical error codes indicating a patient category mismatch between breathing and monitoring subsystems, disabled valves, open safety valve and a communication error. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated multiple technical error codes indicating a patient category mismatch between breathing and monitoring subsystems, disabled valves, open safety valve and a communication error. The field service engineer confirmed the reported technical error code combination in the device logs. The technical errors could not be reproduced during testing and the control printed circuit board (pcb) and monitoring pcb were replaced as a precaution. After replacement passed the ventilator all functional and safety tests including several pre-use checks. The ventilator was returned to the customer and cleared for clinical use. It was later informed that replaced parts have been disposed of and cannot be returned for investigation. The evaluation of the device logs confirms that the reported technical error combination occurred once on (B)(6) 2020, together with a stop of ventilation. Ventilation was started two days before the event and a pre-use check passed immediately before that. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are currently being developed within the r&d department and a solution will be made available in a future software release.